Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A biomedical technician reported that during the phacoemulsification portion of a cataract extraction with intraocular lens implant procedure the handpiece became hot. The case was completed as planned. There was no patient harm.

Manufacturer narrative:
The system was examined and the ¿no occlusion alarm¿ was not replicated. However, (by customer request) the host module was replaced. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on august 24, 2007. Based on qa assessment, the product met specifications at the time of release. The handpiece was not made available. As such, the handpiece was not examined. However, the system was tested and found to meet product specifications. The system was found to meet specifications. Therefore, the root cause of the reported event cannot be established. (B)(4).